Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation issue occurred. It was reported that there was resistance when trying to advance the dilator into the vizigo¿ sheath. The pentaray catheter was also unable to advance into the vizigo¿ sheath at all. The resistance resulted in damage to the sheath as the hemostatic valve was broken. The resistance did not result in any damage to dilator or pentaray catheter. They were not able to get the dilator nor the catheter in. The vizigo¿ sheath was replaced, and the issue persisted. The tip of the pentaray catheter introducer was snipped off, and the pentaray catheter was able to advance into the vizigo sheath without any issues. The procedure continued. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
G1. Manufacturer site email and g1. Manufacturer site phone were updated with the most recent contact information. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device number 00001998 and no internal action related to the complaint was found during the review. Based on the mre, the h4. Device manufacture date has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).